Event description:
During review of a returned homechoice device, a high drain error 101 alarm was identified. The alarm occurred during night drain 1, on (B)(6) 2012. No additional information is available at this time. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was not determined.